Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Subsequently few days later, CT revealed unremarkable cardiopulmonary appearance. Approximately three years later, ivc filter was just inferior to the level of the right renal vein was unchanged in appearance. Approximately two months later, during evaluation it was seen that ivc filter had several tines projecting to outside of the ivc lumen. The tip was tilted to the patient's right and several tines appear to projects o ivc lumen. Subsequently, next day, it was seen that only a small amount of thrombus remained in the ivc filter. This was subsequently treated with balloon angioplasty with further improvement in clot burden. A previously placed bard denali ivc filter was noted was tilted to the patient's right and several tines appear to project external to the ivc lumen. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; struts detached and perforated in to the organs . The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached filter struts retained in l3 vertebrae. The patient reportedly expired.